Event description:
It was reported that relion® insulin syringe needle hub separated, needles were bent, and the needle was unable to aspirate. This was discovered during use. The following information was provided by the initial reporter: material no. 328509, batch no. 9154593. It was reported that needle hub separated into shield, some needle shields were bent, and needle was not drawing insulin. Consumer reported needle hub separated and stayed in the shield when the shield was removed, before doing injection. Some syringes with bent needle shields inside sealed bag. Needle not drawing insulin.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for needle hub separates, needle shield damaged & difficult/unable to operate for the reported lot number. A review of the manufacturing records was performed and one non-conformance was raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe needle hub separated, needles were bent, and the needle was unable to aspirate. This was discovered during use. The following information was provided by the initial reporter: material no. 328509, batch no. 9154593. It was reported that needle hub separated into shield, some needle shields were bent, and needle was not drawing insulin. Verbatim: consumer reported needle hub separated and stayed in the shield when the shield was removed, before doing injection. Some syringes with bent needle shields inside sealed bag. Needle not drawing insulin.